Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced for low blood glucose and insulin pump was over delivering. Blood glucose reading was 48 mg/dl. The customer also mentioned other blood glucose level of 58 mg/dl. The customer was treated with food. The customer stated that insulin pump was not working. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode feature. The insulin pump will be returned and reservoir will not be returned for analysis.